Event description:
The MFR's rep reported that the pt had an infection at the lead site of his interstim device. The hcp confirmed that two weeks post lead implant the pt experienced redness, swelling, and drainage near the lead position. Cultures were obtained from the sites of the percutaneous lead extension, the skin of the lead track, and the connector pocket and determined to be mrsa. Oral antibiotics were administered, the lead explanted, and the infection resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity is high, indicating a possible intermittency in the system. High impedance values were also noted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported the patient was experiencing inappropriate therapy due to oversensing. Impedance fluctuated between normal and greater than 3600 ohms. A lead fracture was suspected. The lead was replaced. No further patient complications were reported as a result of this event.